Event description:
The customer observed two advia centaur cp troponin ultra (tni ultra) results that were elevated upon initial testing and the results did not repeat upon repeat testing of the samples. There are no reports that treatment was altered or prescribed or adverse health consequences due to the elevated advia centaur cp troponin ultra results.

Manufacturer narrative:
The cause for the elevated advia centaur cp troponin ultra results that did not repeat with additional testing is unknown. Samples were transferred to small sample cups before testing. Preanalytical factors cannot be ruled out. Qc was in range at the time of the testing. Siemens service went on site and performed a total service call and observed no issues. Ninety replicates of multi-diluent 11 were tested with good results. The system is performing within specification. The summary and explanation of the test section of the instructions for use states: "always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with ctni results in aiding the diagnosis of mi."